Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported left side "rupture", "leaking silicone into fatty tissue underneath breast" and "being tired all the time". Device remains implanted.